Event description:
It was reported that upon interrogation, the pulse generator exhibited noise on the atrial and ventricular channels. The noise could not be reproduced. The device was reprogrammed. The patient was in good medical condition and would be monitored.